Event description:
It was reported that the patient underwent a replacement surgery involving an unspecified penile prosthesis due to infection. The previous penile prosthesis was explanted and replaced with a spectra concealable penile prosthesis (spp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.